Manufacturer narrative:
Mentor received updated event information that the device implantation date was (B)(6) 2011. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white-hispanic female patient who underwent a breast augmentation revision with 630cc mentor smooth round high profile saline breast implants experienced bilateral capsular contracture (grade unknown) and unexplained systemic symptoms postoperatively, including migraines and headaches, muscle pain, and inflammation. The patient reported experiencing bilateral encapsulation, along with pain when arms are lifted, and hot to the touch. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.